Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that when preparing for surgery, it was found that there was one suture more than expected in the package without opening it. There should be 2 sutures in the package, but actually there were 3 sutures. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2026. H6 component code: g07002 - no device product found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened overwrap packet was received for analysis. The product code w8704 is double armed. During visual inspection, a suture fragment was found across the seal margin of the returned package. A blue dye leak test was performed and demonstrated that package integrity remained intact. The package was opened, and it was determined that the suture traversing the seal line is a process remnant. The package contents appeared intact. Additionally, a photo was provided showing one overwrap packet with the same condition of the returned sample. Based on the information currently available, suture in the seal area and extra needle suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.